Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 100-150 mg/dl. Reportedly, customer will use back up pump for insulin therapy.